Event description:
It was reported that the patient was implanted with a competitor's ventricular assist device in the left ventricle (lvad) and "this manufacturer's" in the right ventricle (hvad). On (B)(6) 2015, the patient was observed to have low flows with this manufacturer's device and was taken to the operating room where the device was replaced. Upon visual inspection of the explanted hvad, a thrombus was confirmed. It was reported that the patient had not been started on anticoagulation therapy prior to the onset of the event. The patient is reported to be doing better. The device will reportedly be returned to the manufacturer but has not been received as of the date of the transmission of this report.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via controller log files since no log files were available. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the inadequate flow rate event can be attributed to occlusion/suction event that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. Although a definitive cause of the thrombus cannot be determined, clinical, procedural and patient factors may have contributed with no indication of any device performance issues. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications, the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.